Event description:
The stent did not deploy fully open. It shortened and became very distorted. The stent shortened to half of the specified length. The patient required additional ballooning techniques with multiple balloons and placement of two viabahn covered stents. The end result was an open sfa.